Event description:
I have a mechanical heart valve and purchased a roche coaguchek meter to test my pt/inr over a year ago with a prescription from my dor. I have been self-testing for approx 13 years due to my extensive overseas travel requirements. I purchased new test strips from (B)(6) on (B)(6) 2018. On (B)(6), I was informed by (B)(6) that the coaguchek xs pt test strips had been recalled by the FDA. The recall was initiated september 13, 2018, four days before my actual purchase. (B)(6) supplied me with a replacement form which I immediately submitted to roche as directed. I also informed roche of my urgent situation as I have an upcoming business trip to (B)(6) where alternative testing methods were not available to me. Today I was informed by (B)(6) that roche is refusing to replace strips purchase through them leaving me with no testing option during my (B)(6) trip. Due to the critical nature of pt/inr testing, this could be life threatening.